Manufacturer narrative:
Evaluation summary: no x-rays were received for evaluation. Patient weight and activity level are unknown. No analysis can be performed with the available information. Evaluation: as returned, the bearing surface of the cup exhibits a few gouging marks. Device history records are intact and conforming indicating product was manufactured to specification. There is no indication that design or manufacturer contributes to this outcome.

Event description:
It is reported that the device was revised in 2007, due to wear and loosening.